Event description:
Customer reportedly received the following results on the active system within 10 minutes: 222 mg/dl and 68 mg/dl. Customer felt her blood sugar was low and was able to self-treat with glucose tablets and food. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.